Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4), description: linear st lead,70cm; model #: sc-4318 lot #: 19907611 description: clik x anchor.

Event description:
A report was received that the patient was experiencing worsening pain in her scs. It was also noted that there was thoracic myofascial spasm at the lead site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The physician did not believe that pocket pain was device related. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing worsening pain in her scs. It was also noted that there was thoracic myofascial spasm at the lead site. The patient will undergo an explant procedure.